Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history does not show any "no cartridge detected" warnings, and one "loss of prime" warning was observed associated with low non-zero force. During testing the pump powered on normally, was primed successfully, and detected the cartridge. No alarms were duplicated during testing. Investigation confirmed the force sensor was within calibration. The pump was opened and no damage was found to the force sensor circuit or power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump does not always detect the cartridge when it is inside the pump. The patient stated that they have to reboot the pump and then it will detect the cartridge again. The patient denies any trauma or moisture to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.